Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor did not like the way the lens was sitting in the patient's eye. Event was related to patient anatomy. No issue with the lens. The lens was removed on a different day. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 09/26/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and ens was observed with a haptic distorted/bent that could be related to the explant procedure mentioned. The customer stated the issue was related to patient anatomy. There was no issue with the lens. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.